Event description:
Information was received indicating that a smiths cadd solis hpca ambulatory infusion pump displayed a malfunction that caused a discrepancy in the end volume of the infusion. There was no reported injury to the patient.

Manufacturer narrative:
Evaluation results: one cadd-solis pump was returned for investigation in good used condition. The investigator was unable to download the event history log. Visual inspected the pump revealed that the downstream occlusion sensor seal was cracked. The customer reported product problem was verified. The root cause of the product problem was not established.